Manufacturer narrative:
The product has not returned for analysis, however, a pictures were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient approximately 55-60 years old (approx. 70-100 kgs) underwent an atrial flutter left (l-afl) ablation procedure with an octaray, perseid, 48p, 2-2-2-2-2, f-curve. The patient suffered a foreign body due to the spline being stripped off by the mechanical valve. One octaray, perseid, 48p, 2-2-2-2-2, f-curve spline has become trapped in the mechanical mitral valve. The ep noticed this by a clear counter-pull on the catheter handle. During maneuvering the catheter out, the insulation, two electrodes, and maybe a part of the thin wires remained in the manual mitral valve. The ep was aware that the combination of manual mitral valve and octaray, perseid, 48p, 2-2-2-2-2, f-curve was off label use. The procedure was not successfully completed. There were patient consequence¿s as the insulation, two electrodes, and maybe a part of the thin wires remained in the manual mitral valve. Additional information was received. This adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that it was due to the procedure because of mechanical valve. Intervention provided was propofol. The outcome of the adverse event was arthroscopic surgery with removal of the residue of the octaray, perseid, 48p, 2-2-2-2-2, f-curve. The patient required extended hospitalization because of the adverse event due to surgery. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable. The event was also assessed as MDR reportable for the tip fully separated, internal components exposed and medical device entrapment with excessive manipulation required malfunction issues.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 19-dec-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a female patient approximately 55-60 years old (approx. 70-100 kgs) underwent an atrial flutter left (l-afl) ablation procedure with an octaray, perseid, 48p, 2-2-2-2-2, f-curve. The patient suffered a foreign body due to the spline being stripped off by the mechanical valve. One octaray, perseid, 48p, 2-2-2-2-2, f-curve spline has become trapped in the mechanical mitral valve. The ep noticed this by a clear counter-pull on the catheter handle. During maneuvering the catheter out, the insulation, two electrodes, and maybe a part of the thin wires remained in the manual mitral valve. The ep was aware that the combination of manual mitral valve and octaray, perseid, 48p, 2-2-2-2-2, f-curve was off label use. The procedure was not successfully completed. There were patient consequence¿s as the insulation, two electrodes, and maybe a part of the thin wires remained in the manual mitral valve. Additional information was received. This adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that it was due to the procedure because of mechanical valve. Intervention provided was propofol. The outcome of the adverse event was arthroscopic surgery with removal of the residue of the octaray, perseid, 48p, 2-2-2-2-2, f-curve. The patient required extended hospitalization because of the adverse event due to surgery. The investigation was completed on 11-jan-2023. Pictures were received for evaluation, following biosense webster's procedures. According to the pictures provided by the customer, one of the splines was ripped with external components exposed. The customer complaint was confirmed based on the picture received. This product issue will be addressed through bwi's quality system. The product was returned to biosense webster for evaluation. The product analysis was performed as appropriate in order to find the root cause of the complaint. Bwi conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that a spline was detached on the catheter. All units are inspected prior to leaving the facility as there are functional tests and inspections at control points based on the process flow diagram (pfd) per its part number to avoid this type of damage from leaving the facility. The adverse event, the medical entrapment and the internal component exposed and the separated tip issues were confirmed. The instructions for use (IFU) contraindication contains the following recommendations: the catheter is contraindicated for patients with prosthetic valve. Therefore, failure could have been due to the failure to follow the IFU recommendations. This patient population is subject to increased risk of embolization of components and resultant patient sequelae. A manufacturing record evaluation was performed for the finished device number, and no internal actions related to the complaint were found during the review. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: appropriate term/code not available (c22) / investigation conclusions: cause not established (d15) were selected as related to the ¿photo¿ provided. Investigation findings: mechanical problem identified (c07) / investigation conclusions: failure to follow instructions (d1101) / component code: tip (g04129) were selected as related to the customer¿s reported ¿adverse event,¿ ¿medical device entrapment with excessive manipulation required,¿ ¿internal components exposed,¿ and ¿ tip fully separated¿ issues. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).